Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated and leaked during a chemo infusion on the bone marrow transplant unit. The leak did not occur at the bag spike and bag connection. No patient or clinician harm was reported.